Manufacturer narrative:
The device was returned for investigation and customer allegation was confirmed. During testing inspection of the returned device, it was found that due to damage on the charged coupled device unit in the endoscope connector, color tone of the image was not proper. Additionally, due to damage on the charged coupled device unit, the e311 error code (white balance incomplete) occurred. Due to a pinhole on the universal cord, water tightness was lost. The bending section cover had a scratch. Adhesive on the bending section cover had a chip. The venting connector of the light guide connector was loose. Due to damage on the lock engagement lever, the bending section cannot be fixed firmly. Due to damage on the charged coupled device unit, the specified resolving power is not obtained. Due to looseness of the insertion pipe, connection between the insertion pipe and the control unit was not secured. The venting connector of the light guide connector was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope image was reddish. The customer was unable to adjust the white balance due to an error. The event was identified during preparation for use. The therapeutic procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit may be damaged (such as wire breakage) due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) May be damaged. The inspection method for this event is described in the instruction manual "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment'' as follows. "[Inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1 before inspection, wipe the lens at the tip of the endoscope with sterile gauze moistened with saline or sterile water. 2 observe the palm etc. Using normal light observation images and nbi observation images. 3 check that the illumination light is coming out. 4 adjust the light intensity to the appropriate brightness. 5 check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and nbi observation image. 6 operate the endoscope's angle lever to bend the curved part. 7 confirm that no abnormalities occur, such as the normal light observation image and nbi observation image disappearing momentarily." Olympus will continue to monitor field performance for this device.